Event description:
It was reported that "leaking at the insertion where the catheter and hub meet. Also, the IV catheter being used in the mac broke off". There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) the customer returned one mac for analysis. Definite signs of use were observed inside the extension lines and the hemostasis cap. Visual analysis did not reveal any obvious defects or anomalies. The customer also reported that the cath-gard damaged the catheter. Neither the cath-gard nor the inserted catheter were returned. The hemostasis valve and mac device were then leak tested according to amrq-000038 rev.13. 1.) Low pressure leak resistance test: this states, "there shall be no leakage past the hemostasis valve when using a pressure of 38-42 kpa (3psi)." The distal line was separately attached to a lab leak tester. With the distal end occluded, the mac was pressurized to 42 kpa for 30 seconds. No leaks were observed from the valve. 2.) High pressure leak resistance test: this states, "when tested in accordance with iso 11070: annex e, using a test pressure of 300-320kpa (43.5-46.4psi) , there shall be no leakage sufficient for form a falling drop." With a lab inventory obturator occluding the hemostasis valve and the distal end of the mac body occluded, the distal line was separately attached to the lab leak tester and pressurized to 320kpa for 30 seconds. No leaking or inter lumen crossover was detected from any portion of the mac, which indicates that the mac assembly is intact. 3.) Liquid leakage - hemostasis valve with 7fr catheter advanced: the parameters from the low-pressure leak resistance test were repeated with a lab inventory 7fr swan-ganz catheter inserted. The mac was pressurized to 38-42 kpa for 30 seconds and no leaking was observed. A lab inventory 0.085" pin gage was inserted into the valve. The mac body was placed into a beaker filled with water. A lab inventory syringe was then attached to the distal line. The syringe was aspirated, and no air bubbles were observed. The mac appears to aspirate as intended. The test above was repeated with the pin gage held at a slight angle. Upon aspiration, air bubbles were observed. Therefore, the reported event was able to be re-created. R & d was contacted and confirmed that macs of this type are designed to be compatible with all types of catheters; however, the orientation of the inserted catheter can possibly affect the functionality of the internal valve. The IFU provided with this kit informs the user "flush and connect distal side port to appropriate line as necessary. Confirm and monitor proximal port by aspirating until free flow of venous blood is observed. Connect all extension lines to appropriate luer-lock line(s) as required". The IFU also states, "if catheter introduction is delayed, temporarily cover valve opening with sterile gloved finger until obturator is inserted. Use arrow obturator, either included with this product or sold separately, to occlude hemostasis valve assembly. This will ensure that leakage does not occur and inner seal is protected from contamination". The IFU also states, "hemostasis valve must be occluded at all times to reduce the risk of air embolism or hemorrhage". The report of a leaking valve during aspiration was confirmed through analysis of the returned sample. Functional leak testing of the device in accordance with bs en iso 11070 did not reveal any leaks or anomalies of any kind; however, aspiration testing revealed that air-bubbles form when the inserted component is held at an angle. Consultation from r & d revealed angled catheters can contribute to the customer observing air-bubbles during aspiration. The inserted catheter size and the orientation at the time of the reported event are unknown, therefore, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.